Event description:
Journal article received: do presence and location of annular tear influence clinical outcome after lumbar total disc arthroplasty? A prospective one year follow up study. Authors: yue j.j., telles c., schlosser t.p., hermenau s., ramachandran r., long w.d. International journal of spine surgery 6 (1) (pp 13-17), 2012. This article reported 41 patient participants out of a total of 60 patients diagnosed with one level lumbar annular tears, implanted with prodisc-l on dates unspecified. Subsequently, after a 12 month follow up, it was noted that various numbers of participants included in the study experienced postoperative leg pain, back pain, annular tears and radicular symptoms. This is report 1 of 3 for prodisc-l for (B)(4).

Manufacturer narrative:
This device was for treatment not diagnosis. Date of event: date of publication: 2012. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4) the product event evaluation shows, since the article only includes two patients with paracentral tears there is insufficient information to determine the influence on patient outcomes at this time. This is confirmed from the literature evaluation in the post market surveillance report. Based on the limited information provided no conclusions can be drawn and therefore the given complaint is considered indeterminate from a design perspective. No additional actions are required as a result of the complaint captured within the literature article.